Manufacturer narrative:
Damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. A trauma is mentioned in the recipient's report. The investigation results appear to match the problems mentioned in the recipients report. This is a final report.

Event description:
Hearing performance was affected with the device. The user has been re-implanted.